Event description:
It was reported that during a post op check, the left ventricular lead exhibited a loss of capture. A chext x-ray revealed that the lead had dislodged. The lead was successfully repositioned, there were no adverse consequences to the patient.

Event description:
New information reported stated that on (B)(6) 2015 the lead had dislodged and exhibited loss of capture. The physician elected to explant and replace the lead. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).